Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4). Endoprosthesis infection was revealed at least four months post initial procedure, and the patient later expired due to multiple organ failure and sepsis which endoprosthesis infection could contribute to. The patient had had infectious thoracic aortic aneurysm prior to the initial procedure, this pre-existing infection was considered to contribute to the endoprosthesis infection. For these aspects, the patient¿s death was not related to our device and it was not reportable.

Event description:
On an unknown date, this patient was implanted with a non-gore endoprosthesis to treat a thoracic aortic aneurysm. Later, infection of the thoracic aortic aneurysm was revealed. On (B)(6) 2010, the patient underwent endovascular repair of an infectious thoracic aortic aneurysm rupture using a gore® tag® thoracic endoprosthesis (tgt4020/8138140). Pre-procedure measurement of the aneurysmal diameter was 70mm. The procedure was concluded without endoleaks present. On (B)(6) 2010, a follow-up did not reveal any adverse events. Aneurysm diameter measured 53 mm. On an unknown date, a follow-up imaging revealed a proximal type I endoleak. It was reported that aortic diameter had enlarged proximal to the tgt4020 which could contribute to the endoleak. On (B)(6) 2011, a recurrent rupture of the thoracic aortic aneurysm was revealed. Additionally, an aortobronchial fistula was formed and the patient suffered from hemoptysis. On (B)(6) 2011, the patient was implanted with a non-gore endoprosthesis to treat the aneurysm rupture as well as the aortobronchial fistula. Later, endoprosthesis infection was revealed. On (B)(6) 2012, in one-year follow-up study, the aneurysm rupture was confirmed to be repaired. Aneurysm diameter measured 47 mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 46 mm. On (B)(6) 2012, the patient expired due to sepsis and multiple organ failure that were attributed to the endoprosthesis infection.